Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was elevated. The customer changed the infusion set and cartridge. The customer was hospitalized for high blood glucose and after being treated with saline and insulin, was discharged the following day. The customer reported that there was no permanent damage.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.